Event description:
The customer reported the evis exera iii xenon light source display a b30 error. The event occurred during preparation for use, prior to an unknown therapeutic procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned that an 808-communication error was displayed. Tac advised the customer that an 808 error message was not possible with the unit. The customer confirmed that it was a scope communication error and tac presumed that a b30 error occurred instead. Tac instructed the customer to turn off the unit, unplug the scope, and clean old contacts as well as the clv-190 unit. A follow up was made and the customer confirmed the b30 error. Furthermore, the customer mentioned that the issue was resolved and the device will not be sent in for evaluation and repair at this time. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.